Event description:
A falsely elevated ctni result of 1.04 ng/ml was obtained and qc was out high. Falsely elevated result was reported to the physician. Same specimen was retested on another dinension analyzer. A result of <0.9 ng/ml was obtained on repeat analysis. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Issue was resolved by dade behring personnel replacing the hm cassette pump and tubings.